Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the both the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibiting reproducible noise with horizontal right arm movement. The rv lead also experienced an increased number of short v-v intervals. It was thought that there was insulation damage and possible fractures to both the rv and ra leads. The issue started shortly after the patient utilized a heavy backpack to haul large animals while hunting. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.